Event description:
Olympus medical systems corp. (Omsc) was informed that during pancreatic head resection, the first instrument failed and the tip of the second instrument broke off. The fragment was retrieved. The intended procedure was completed. There was no patient injury reported. The subject device was returned to olympus (B)(4) for evaluation. On 02/09/2021, (B)(4) found that the probe was broken off.

Manufacturer narrative:
The subject device was returned to (B)(4) for evaluation. The probe was broken off. The probe has a mark of contact caused by an object the h electrode has no mark of contact caused by the probe and/or the activation in seal mode with the grasping section closed alarms u508. The probe possibly came in contact with another instrument. Slightly deformed minor deformation at the tissue pad tip the probe has a mark of contact caused by an object the peeled pad was likely caused by activation in seal & cut mode with no tissue grasped or, activation in seal & cut mode unintentionally continued after a cutting of tissue. The subject device was not returned to olympus medical systems corp. (Omsc) for investigation. Therefore, an investigation was carried out based on the confirmation result from (B)(4). Although the actual product was not returned, it was confirmed from the attached image that the probe had come off. It was confirmed the wear of the tissue pad in the attached image. The peeling of the coating on the grip was confirmed in the attached image. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. The subject device presented no abnormalities. It is clear that user handling caused the health hazard. Only DHR was investigated. The device history record for the serial number indicated no anomaly with the event-related items below. [Inspection] high-frequency output [inspection] appearance the exact cause of the event couldn¿t be exclusively identified. However based on the past similar case, the probe broken was possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. <contact with a surgical instrument> during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load. <contact with non-insulated area of grasping section> the intensively worn of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load. The above device handling has warned in the instruction manual.